Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during training by facility staff, the device displayed a "defib pace device failure" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Additional information obtained during the investigation indicated that the device was operated in the presence of a frayed radio frequency wire that was causing interference. The customer indicated that they initially thought the wire was just loose, so they tightened it and continued to use the device. However, the reported errors continued and a closer look determined that the wire was frayed. The customer confirmed that the device only failed while in the truck, with the truck running. This report has been closed as radio frequency interference. It's important to note that the customer indicated that this device was being used in and around an area with radio frequency. The x-series device meets standards and specifications; however may be susceptable to certain radio frequencies. Analysis of reports of this type has not identified an increase in trend.